Event description:
It was reported that the patient presented for in clinic follow up with recorded episodes of inappropriate automatic mode switch caused by over sensed noise exhibited by the right atrial lead noise. No interventions were made, and the lead will continue to be monitored. The patient was asymptomatic.